Manufacturer narrative:
The lot was manufactured between (B)(6) 2017. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The device was not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that there was no flow through a small volume folfusor. After 48 hours, it was discovered that the pump was still full and the patient had not received their dose of fluorouracil. The folfusor was filled with 3930 mg fluorouracil in sodium chloride 0.9%. There was no patient injury or medical intervention associated with this event. No additional information is available.